Event description:
During a laparoscopic gastric bypass procedure, staples malformed on right side of the staple line. The procedure was completed with a device of a different product code. There was no pt consequence.